Event description:
The threads of the acetabular shell impactor broke off the instrument during surgery and may have remained in the patient. An MDR report is being filed out of an abundance of caution.